Event description:
A (B)(6) male patient's nurse called zoll customer support to report that the patient's response buttons were not activating the monitor. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summery: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the metal switches were missing from the front and rear response buttons. The root cause for the damaged response buttons could not be appositively identified but was likely physical abuse. No adverse event resulted from the damaged monitor response buttons. The patient received a replacement monitor.